Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2000 mcg/ml of gablofen at 870.1 mcg/day via an implantable pump for intractable spasticity. It was reported the pump was interrogated and there had been a motor stall on (B)(6) 2017, which recovered an hour later. The patient did not have withdrawal associated with the motor stall. No further complications were reported or expected.